Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified forearm vessel. A 6.0mm x 40mm x 75cm athletis balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon third inflation at 40 atmospheres. The device was removed without any problem, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
D2b: pro code (product code): dqy.